Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 0.18 coi (non-reactive). The 2nd result was provided as "1.02 reactive/non-reactive measured on non-roche instrument." It is unclear if this sentence is referencing 2 results or one and which instrument produced the result or results. Clarification on this sentence has been requested but has not yet been provided. The 3rd result from the e411 analyzer was 0.727 coi (non-reactive). It is not clear if all results are from the same sample or if some are from different samples. Clarification on this has been requested but has not yet been provided. It is unknown if any questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration signals were lower than expected. The investigation is ongoing.

Manufacturer narrative:
The suspect medical device was updated. Applicable fields of sections d and g were updated. The hbsag ii reagent lot number was 55921500 with an expiration date of 30-apr-2022. Instrument performance testing results were acceptable. The customer used 13 mm sample tubes with no rack adapter. Product labeling states: "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." The investigation did not identify a product problem.

Manufacturer narrative:
Clarification was received that the 2nd result was 1.02 (reactive) from a non-roche instrument. Clarification was received that all 3 results were from the same sample.